Manufacturer narrative:
(B)(4). This is a report of a use error where the patient did not verify that the patient line was primed before connecting the patient line to the transfer set. This is a known cause of air in the line. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A review of the label for the product family will be conducted. Should additional relevant additional information become available, a supplemental report will be submitted.

Event description:
It was reported that air was noticed in the patient line of a homechoice cassette without an alarm. This event occurred during fill one of peritoneal dialysis while the patient was connected. During troubleshooting, it was discovered that the patient did not verify that the patient line was properly primed. The technical service representative (tsr) assisted the patient in ending therapy. The patient would set up with all new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.